Event description:
It was reported that a piece of the subchondral drill broke off inside a pt's knee. They needed to extend the knee in order to retrieve it.

Manufacturer narrative:
Device has yet to return for investigation. If received a follow-up report will be submitted with investigation results. No pt injury was reported.